Manufacturer narrative:
Code 86: the manufacturing and qc records for the lot of vasoseal involved in this event were reviewed. Code 100: the manufacturing and qc records found no deviations from spec. Code 200: co's evaluation of the returned product confirmed the sheath separated from the hub. The complaint stated that the first collagen plug was deployed, however, both collagen plugs were returned. One plug remained inside the sheath and the other plug was loose in the returned tray. It is not known what prevented the complete deployment of the first plug, although a shift in occlusive pressure during deployment could be responsible. The separation may have resulted from the second collagen plug becoming jammed as it advanced out of its cartridge and into the sheath pressing up against the plug which still remained. The first plug should be fully deployed before deployment of the second plug is begun. If excessive force is encountered, the procedure should be aborted. Code 1104 is labeled.